Event description:
The customer reported being hospitalized due to high blood glucose of 598mg/dl. Troubleshooting was performed. The caller stated that she woke up at night and her blood glucose was 493mg/dl. The customer did a correction after going to the restroom. Hours later her blood glucose was 470mg/dl and she took another correction to bring down her sugar level. The customer stated that after her walk she fell on the bed and was sick and nauseated. The customer mentioned that they took the insulin pump off while driving in the ambulance and put her on an insulin drip. The customer stated that she changed her site and has not gotten any error messages since then. The customer did not feel comfortable and requested a representative to come to the hospital to check the insulin pump, and further testing was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.